Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, the header was confirmed to be detached from the device casing. No testing was performed due to this. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.

Event description:
Boston scientific received information that a fault code that indicated a shorted lead condition was observed during the device interrogation. Review of the patient's data revealed high out of range right atrial (ra) and left ventricular (lv) pacing impedance along with high out of range right ventricular (rv) shock impedance. Oversensing of noise leading to inappropriate tachycardia therapy was also noted. Boston scientific technical services (ts) was consulted and the fact that the device was implanted sub-pectorally and was on the sub-pectoral advisory was discussed. During the revision procedure when the physician was attempting to remove the device from the pocket, the header detached from the device. The field representative noted that it took the physician an hour to dissect the header out of the pocket. All of the leads were tested with a pacing system analyzer (psa) during the procedure and no measurement issues were observed. A new device was implanted with the existing leads. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.